Event description:
It was reported that the customer had high blood glucose levels (300 mg/dl) and ketones. Customer received an occlusion alarm and noticed blood in the tubing.

Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up report will be submitted.